Event description:
A report was received that the patient's ipg had moved off to the side of the pocket. The physician recommended pocket revision. The patient is not taking any further action at this time. The patient is reportedly doing well.